Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that air bubbles were observed within the cartridge tubing. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process and that cartridges did not fit onto the pump. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 137 mg/dl.